Event description:
The reporter stated that rptr did meter to hcp meter comparison tests. The tests were both capillary, using separate finger sticks. Rptr's meter read 191 mg/dl, and the doctor's meter read 119 mg/dl. The rptr stated that rptr "felt a little shaky." A control solution test was not done due to unavailability of supplies. On follow up, the rptr stated that rptr had checked the confirmation dot. Rptr's technique of applying blood is accurate, and rptr cleans their meter regularly. A control solution test was in range, 136 (100-153). No harm was alleged.